Event description:
The customer alleged staining on the aer basin after a cycle. She stated the staining was on the outside of the scopes - staining was present when the scopes were hung. The staining was a black purple. The customer uses cidex opa. They use enzol to pre-clean the scope. The stain did not come off the basin, but did come off the scope. The customer stated the staining was on all the olympus scopes: 180 scopes both gastroscopes and colonoscopes. After the procedure, the customer performs the following: flush the channels of the scopes with enzol mixed 1 pump to 3000cc of water. Then takes the scope to the cleaning room, where the scope is placed in the sink with two gallons of water and two pumps of enzol. The scope channels are brushed and flushed with enzymatic. Then an endo flush is used to flush the channels. Next a ruhoff sponge is used to wipe off the outside of the scope. The scope is then placed in the aer unit for processing. Asp tsr advised the customer to use the enzol as directed of 1 ounce/gallon of water. Asp reviewed and faxed customer letter, to the customer. And also reviewed the proper connections of the 180 scopes, and advised the customer to always make sure that the scopes are connected properly before processing. The customer stated no pts or injuries were involved. The customer later confirmed that a dark blue, purple-like staining was mostly on the basin. The stain wiped right off. The customer stated the staining was probably due to the enzol. Presently, there are no reports of new staining. No further action is required at this time.